Manufacturer narrative:
Product ID: dtmb1d4 ICD, implanted: (B)(6) 2018; cmrm6122 absorbable envelope, implanted (B)(6) 2018; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection after a recent device changeout with an absorbable envelope. The patient received antibiotic treatment. The device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.